Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. On 2023-11-27, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding, increased sensitivity and inflammation. No further patient complications were reported.